Manufacturer narrative:
The affected sample was not returned for evaluation; therefore, a thorough investigation could not be performed, and a definitive root cause could not be determined. A retention sample was unable to be obtained and evaluated as the lot number was not provided. Component code: 4761 - access port. Health effect - impact code: 2199 - no health consequences or impact. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 2888 - blocked connection. Type of investigation: 4114 - device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the port line off the outlet of the oxygenator was glued shut at the hub from the factory and no fluid would pass through. *no known impact or consequences to patient. *the product was not changed out. *the surgery was completed successfully.